Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device sterility has not been compromised. The initial report was forwarded in error and should be voided. Visual evaluation of the returned product/provided photo(s) identified damage to the sterile packaging blister. Sterility has not been compromised. Reported event has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this device sterility has not been compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00678, 0001825034-2021-00679.

Event description:
It was reported at the distributorship the product was investigated and identified that the sterile packaging damage. No patient involvement. No additional information.